Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. Part of the suture containing the knot was not returned; therefore, the reported suture break could not be confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other three proglide devices are filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to an embolization interventional procedure. The arteriotomy was 6fr sheath. Reportedly, the suture did not deploy correctly. The whole suture came out of the device. A second, third and fourth device were used; however, a suture break occurred. The embolization procedure was completed and manual arterial compression was applied to achieve hemostasis. The patient developed a right groin hematoma. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the (B)(4) unused representative samples with the same lot number as the complaint device was returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples.